Event description:
Customer reported being hospitalized for high bg. Prior to hospitalization customer had urinary infection. Cause of hospitalization as per md was pump malfunction. Troubleshooting performed. Customer was instructed to remove pump and contact md for back up pain.